Event description:
It was reported that the pulse generator was in backup operation while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.